Event description:
It was reported that customer was taken to the emergency room for stomache pain. Customer stated that ems was contacted and the blood glucose was 90 mg/dl at the time of admission. Customer also reported passing out due to high blood glucose. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.